Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was visible deformation to the 19th and 20th distal stent segments. There was no damage to the distal tip. A protective sheath of similar dimensions could not be loaded over the stent. (B)(4).

Event description:
It was reported that the physician was attempting to use one endeavor resolute (rx) drug eluting stent to treat a severely calcified and moderately tortuous rca lesion (28 mm) exhibiting 90% stenosis. The device was removed from its packaging and inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, resistance was encountered during delivery. Excessive force was not used. It was reported that the device failed to cross the target lesion. The physician replaced the device and completed the procedure without further complication. No patient injury was reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. When the device was returned to the manufacturing facility, it was noted that the stent was damaged code change through analysis from positioning difficulties to stent deformed in vivo dp. The physician assessed that the deformation was due to the use of the device in a difficult lesion morphology/anatomy and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.